Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the regional repair center indicates that chipped adhesive on bending section cover was found. It was determined that the bending section cover needed to be replaced. There was no patient involvement.